Event description:
Patient hip dislocation with dissociation of femoral head from stem. Right hip.

Manufacturer narrative:
Reported event: an event regarding disassociation involving an accolade stem that was mated with an lfit v40 cocr head was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical information by a clinical consultant indicated: "there was disassociation of the femoral head from the stem based on the x-rays. [¿] conclusion/assessment: disassociation of a cocr lfit v40 femoral head from an hfx accolade stem was confirmed. While medical information regarding treatment were not provided, this will/would require revision surgery. No conclusions regarding the assertion of query about recalled head lots can be made. Root cause: a root cause cannot be ascertained at this time with the limited medical information." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the head from the stem. The event was confirmed by clinician review of the provided medical records. The reported accolade stem was mated with an lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient hip dislocation with dissociation of femoral head from stem. Right hip.